Event description:
Revision surgery - the surgeon removed the baseplate, head, shell, and liner. The patient developed an infection, and this is the first stage of the two stage process to alleviate the infection.